Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 89%stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After a guide catheter was placed, a non-bsc guidewire crossed the lesion. Then a 3.50mmx15mm emerge¿ balloon catheter was advanced for pre-dilation. However, on the 1st inflation at nominal pressure, the balloon ruptured after being inflated for 20 seconds. The device was completely removed from the patient. Another 3.50mmx15mm emerge¿ balloon catheter was advanced to the lesion and dilation was performed several times. After the lesion was dilated enough, a 4.0x22mm non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a emerge catheter. The balloon was loosely folded. There was contrast in the inflation lumen. A pinhole was identified in the balloon wall. There were multiple hypotube kinks. There was no evidence of any damage or irregularities contributing to the reported balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 89%stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After a guide catheter was placed, a non-bsc guidewire crossed the lesion. Then a 3.50mmx15mm emerge¿ balloon catheter was advanced for pre-dilation. However, on the 1st inflation at nominal pressure, the balloon ruptured after being inflated for 20 seconds. The device was completely removed from the patient. Another 3.50mmx15mm emerge¿ balloon catheter was advanced to the lesion and dilation was performed several times. After the lesion was dilated enough, a 4.0x22mm non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.